Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and replaced the batteries to fix the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full initial reporter name in (B)(6). The full event site (B)(6) memorial hospital.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut down while on a patient during transport after approximately 15 minutes of being on battery. No patient harm, serious injury or adverse event was reported.